Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered at the started of the procedure. Trans-septal puncture was performed and activated clotting time (act) was reported as 126 seconds. Additional heparin was administered and the procedure was paused until a subsequent act was assessed. The act remained at 126 seconds. The staff exchanged the current bottle of heparin for a new bottle and administered another dose. Act was re-assessed at 324 seconds and the procedure was continued. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were inserted. The wds was deployed. As the physician was about to release the closure device from the delivery system, a thrombus was noted on the was. The clot was aspirated and the wds was successfully deployed. The patient is reported to be fully recovered.